Manufacturer narrative:
Device was used for treatment, not diagnosis. This resulted in the patient having reoperation as the fractures had not yet united. This is report 1 of 1 for complaint (B)(4). Device was implanted and explanted on unknown dates. See MFR # 8030965-2013-04471 complaint # (B)(4) for the report on the first plate. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: the locking compression proximal femoral plate (lcp) was implanted following the surgical technique guide and failures were seen 4 to 6 months post operatively. Lag screws were used to compress any fragments possible before the plate was put on. They only used the 2 primal 7.3 screws as reportedly the 5.0 cs the construct is more likely to fail. Failure was sub trochanteric fracture with some extension into the proximal 3rd. Fracture was reduced well. The only fragments not reduced anatomically were the lesser trochanter which was reduced by 30 percent. The femoral head went into varus collapse and the plate broke just under the bottom of the 2x 7.3mm cs in the proximal portion of the plate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was not returned.